Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the alarm logs indicate mechanical ventilation was lost due to a leak. The leak was unconfirmed so no parts where replaced. It is unknown if the user performed any corrections before the ge service representatives arrival.

Event description:
The hospital reported the unit would intermittently lose the ability to mechanically ventilate during a case. There was no report of patient injury.